Manufacturer narrative:
No unexpected alarms or button error alarms were noted during testing. The pump was received with no button response on the down arrow button due to corroded keypad traces. Unable to perform the displacement, error or self tests due to the unresponsive keypad. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a cracked reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer also reported receiving an unexpected restart alarm and a watchdog timeout alarm. The customer stated that the insulin pump was exposed to humidity. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.